Event description:
The customer contact reported the patient received more medication than expected. On an unspecified date and time the device was programmed to deliver a medication reported as "asx." No specific event information was provided including programming parameters or patient information. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It is not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.